Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data and could not determine the cause of the discordant results on the two patient samples. The samples had resulted as expected upon repeat testing on the same instrument. The gps specialist recommended that a power flush with hot water and bleach be performed on the instrument monthly as part of maintenance. The cause of the discordant sodium and chloride results is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated sodium results were obtained on two patient samples on a dimension vista 1500 instrument. Of the two samples, a discordant, falsely elevated chloride result was obtained on one sample. The discordant results were not reported to the physician(s). One sample (sid (B)(6)) was repeated once on the same instrument on twice on an alternate dimension vista instrument, resulting lower for all three repeats. The other patient sample (sid (B)(6)) was repeated once on the same instrument and once on an alternate dimension vista instrument, resulting lower for both repeats. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.